Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the distance to target was not updating between trajectories. Navigating to the entry point would correct the value. This was noticed during a surgery.

Manufacturer narrative:
It was reported that the distance to target was not updating between trajectories. Event summary, device history record review and complaint history review did not identify contributing factors. The 'distance to target' displayed was correct and corresponded to the distance between the cursor position on the image and the target point of the selected trajectory. According to the technical investigation this event was caused by a misunderstanding of the 'distance to target' feature by the customer, due to the absence of explanation of this feature in the ifus.

Event description:
It was reported that the distance to target was not updating between trajectories. Navigating to the entry point would correct the value. This was noticed during a surgery.